Event description:
On (B)(6) 2023, the complainant contacted leica biosystems (lbs) with a tissue processing complaint where tissue was lost due to the cassettes opening in the basket during processing. The lbs field applications specialist (fas) investigating this event with the complainant documented the following, "customer reported several cassettes opening during processing runs on their peloris 3 sn: (B)(6). For all events, all tissue was found at bottom of retorts. Customer is using eperdia standard cassettes. Customer has not tried testing other cassettes." On (B)(6) 2023, the lbs fas further documented, "the customer reported that the tissue was not recoverable. The customer believes this is due to faulty cassettes. The customer was not able to give any details on whether re-biopsy was recommended." On (B)(6) 2023, the lbs fas provided the following information, "one incident of tissue being lost. I have made three attempts to gather an update on whether re-biopsy was recommended and the customer has not been able to provide any updates." As of (B)(6) 2023, multiple attempts were made to confirm if re-biopsy was recommended but the customer did not have any updates to provide. Patient identifier information was also requested but the complainant declined to provide this information.